Event description:
Customer complaint states: "a patient in the nicu was receiving high flow when steam came out of the cannula from the circuit and burned the 1 week old".it was reported the patient was "treated for burns".

Manufacturer narrative:
(B)(4). Corrected data: section a.2.-age corrected to 1 week. Additional information received provided a potential lot number (74e1800782), although the customer could not confirm this was the lot number of the actual device involved. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the potential lot number and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks:

Manufacturer narrative:
(B)(4). Concha neptune MFR rpt #3003898360-2018-00821. Other remarks:.

Event description:
Customer complaint states: "a patient in the nicu was receiving high flow when steam came out of the cannula from the circuit and burned the 1 week old". It was reported the patient was "treated for burns".

Manufacturer narrative:
Qn#(B)(4). Corrected data: section h.1. Corrected to 'serious injury.

Event description:
Customer complaint states: "a patient in the nicu was receiving high flow when steam came out of the cannula from the circuit and burned the 1 week old". It was reported the patient was "treated for burns".

Manufacturer narrative:
Continuation of concomitant medical product(s): a sticky whiskers (B)(4). The customer was contacted via phone call by teleflex rn and email by director of r & d, global respiratory. Reporter provided the following additional information: degree of burn was unknown. Rn reported that the patient was "fussy". Necessary medical intervention detail was unknown. Patient had been discharged. Reporter also stated that he was called to the unit to assess the issue. The set-up was appropriate. Setting at 31 degrees, circuit probe-ok, device operated as intended. Evaluation report: the device involved was discarded by the end user, and therefore was not available for evaluation by the manufacturer. A device history record review could not be conducted since the lot number was not provided.(cont.) Other remarks: to perform a proper thorough investigation, it is necessary to evaluate the sample involved. Customer complaint cannot be confirmed based only on the information provided. Root cause is unknown. Corrective actions cannot be established. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint states: "a patient in the nicu was receiving high flow when steam came out of the cannula from the circuit and burned the 1 week old". It was reported the patient was "treated for burns".